Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 210 mg/dl. Customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer declined troubleshooting with tandem technical support. Customer ultimately reverted to an alternate pump for insulin therapy.